Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set ¿split¿ and caused a leak which was noted by the child¿s parent. This was further described as "a hole had appeared between where the adapter (non-baxter) connects the transfer set to the patient catheter (non-baxter) on the patient side". This occurred during use of the device for peritoneal dialysis (pd) therapy on a pediatric patient. As a result, the damaged device was repaired, a new transfer set and adapter were applied. As a preventative measure the patient was hospitalized for one night and given unspecified antibiotics prophylactically. There was no patient injury associated with this event. No additional information is available.